Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to broken sdi circuit board. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc), but returned to olympus medical systems india (omsi). According to the evaluation by omsi, the malfunction of the inner circuit board was found. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image was not displayed due to the malfunction of the sdi sockets of the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.